Event description:
Anvil did not close after it was fully opened. When pressing close button "power" indicator (yellow) of pc flashed very quickly and motor sound could not be heard. Dr. Replaced both fs and dlu, and completed firing.